Event description:
Boston scientific crm received information that this right ventricular (rv) lead had increased threshold measurements and decreased sensing measurements reported. The decision was made to explant this rv lead and a new lead was successfully implanted. To date, no adverse patient effects were reported.